Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and that the buttons stopped working, after it was exposed to pool water. The customer went into the pool while wearing the insulin pump. The blood glucose reading was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No battery out limit alarm and no unexpected restart alarm during testing. All buttons functioned properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector.no moisture damage found inside the pump. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.